Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Summary: the hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring broke.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during mid-case of an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring broke in half, with both halves each still attached to the wires that extend the c-ring. They immediately saw this and took the hemopro ii out. Nothing was left inside the patient. The case was completed by opening a new hemopro ii. The delay was 5 minutes or so to open a new device. The hospital did not report any patient effects.

Event description:
The hospital reported that during mid-case of an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring broke in half, with both halves each still attached to the wires that extend the c-ring. They immediately saw this and took the hemopro ii out. Nothing was left inside the patient. The case was completed by opening a new hemopro ii. The delay was 5 minutes or so to open a new device. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The lot # 25152811 lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory on (B)(6) 2021. An investigation was conducted on (B)(6) 2021. A visual inspection was conducted. Signs of clinical use and evidence of blood and tissue was observed on the cannula handle as well as on the c-ring. The c-ring was observed to be transected in the center of the c-ring. The scope wash tubing and the c-ring remained attached to the cannula through the retention rib. No other visual defects were observed on the cannula. Based on the returned condition of the device, the reported failure "break; c-ring cut" was confirmed.